Event description:
It was reported that during a cryo ablation procedure, the system was aspirated, then inserted into the left atrium. The first pulmonary vein (pv) was cannulated, the balloon catheter was inflated and contrast was injected to check the occlusion, however there was an anomalous dispersion of the contrast so the system was removed and an echocardiogram confirmed a pericardial effusion that developed into a tamponade. The patient also became hypotensive.  The case was aborted while the patient was under general anesthesia. A coagulant was administered and a pericardiocentesis was performed draining two liters of blood. The patient went into cardiac arrest multiple times. It was determined that the patient required thoracic surgery. Upon transfer to surgery, the patient went into cardiac arrest and required a cardiac massage until surgery could be performed. The patient returned to spontaneous rhythm with a normal blood pressure. In surgery, a perforation was found on the upper portion of the left atrium, which was then surgically closed. The patient was taken to the intensive care unit (ICU) for recovery. Upon waking up, the patient maintained normal cognitive abilities. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.